Manufacturer narrative:
No blank display noted. Device was received with a full segment display, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery alarm, time anomaly and unable to communicate to blood glucose meter due to full segment display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer cannot recall their blood glucose reading. Insulin pump was not exposed to moisture. Customer was using duracell. Customer also reported clock anomaly and the issue was not resolved. Customer used new battery and the display returned. Insulin pump will be returning for analysis.